Event description:
Ff/emergency medical technician's responded to a person in cardiac arrest. The device was connected to the pt and the analyze button pressed. According to the reporter, the device alarmed connect electrodes and motion detected and would not analyze the pt rhythm. Pt outcome is unknown.